Manufacturer narrative:
Evaluation results: (lack of information).

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of abdominal aortic aneurysm. It was reported that 13 days post stent graft implant, the patient presented with aches and a fever. Currently, the patient has no aches or fever. The physician does not believe the fever or aches were related to the device. No clinical sequelae were reported, and the patient is fine.